Event description:
It was reported that the patient underwent heart transplantation. Whether the outcome was device or therapy-related was not provided. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the evaluation of heartmate 3 left ventricular assist system (lvas), serial number: (B)(6)revealed discoloration to the pump cable inline connector bend relief; however, a specific cause for the discoloration could not be conclusively determined. No additional device-related issues were observed during the evaluation of (B)(6). (B)(6) was returned assembled with the pump cable severed approximately 7.25¿ from the pump housing and the distal end was returned attached to the modular cable. The sealed outflow graft (ofg) was returned attached to the graft attachment without the ofg clip. The ofg bend relief was severed at the hardware and returned detached from the pump. The apical cuff was returned detached from the pump. The cuff lock was returned fully engaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual examination of the pump cable revealed brown discoloration of the in-line connector bend relief. No signs of damage that would have contributed to a functional issue were noted. The inline connector pin ports, pump header, and pump cable bend relief appeared unremarkable. The lvad event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, rev. C, and heartmate 3 lvas patient handbook, rev. D, are currently available. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline"), and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The relevant sections of the device history records for the (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 23dec2020. No further information was provided. The manufacturer is closing the file on this event.